Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with a umb catheter. The customer states, that there was leakage distal to hub. Detected visually after less than 72 hours in use. Venous and arterial infusion. Another device was used. No ill-effects to the patient. Samples are being returned for examination.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.